Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the procedure was performed in the distal superficial femoral artery. The stent delivery system was a 5.0x100 absolute pro.

Event description:
It was reported that during the procedure in the external iliac artery, an absolute stent delivery system (sds) was advanced without resistance. As the sds exited the 6 fr terumo sheath into the common femoral, it was noted that the stent had partially deployed. The physician slowly withdrew the stent delivery system back into the sheath without resistance and all devices were removed from the anatomy as a single unit. No further treatment was provided for the target lesion per physician decision. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: return device analysis revealed that during functional testing, an attempt was made to remove the self expanding stent system (sess) from the non-abbott 6 fr sheath and was not able to remove. The sess could not be moved distally or proximally due to strong resistance from the stent struts being partially deployed and mangled. The reported difficulties appear to be related to case circumstances. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. It should be noted that the absolute pro instructions for use (IFU) states: do not attempt to pull a partially-expanded stent back through the sheath or guiding catheter. Additionally, it was reported that the procedure was to treat the distal superficial femoral artery. The indication for use listed in the IFU states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use contributed to the premature deployment.